Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerport clearvue isp was returned for evaluation. Gross, microscopic visual evaluation and functional testing were performed. The investigation is confirmed for the reported cracked catheter, leak, pain and extravasation issue as a longitudinal split was noted from the distal end of the cath-lock. The cath-lock was not seated against the port body. The port body and attached catheter were patent to infusion with a leak noted at the longitudinal split. While infusing blood was noted exiting both the leak and the distal end. Aspiration of water into the syringe was attempted but was unsuccessful; air was aspirated into the syringe. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2019), g3, h6(method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant and upon removal of the port, the catheter was allegedly found to be cracked. Upon inspection, the device was found to have a leak. It was further reported that the patient allegedly experienced pain and extravasation. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2019).

Event description:
It was reported that post port device implant and upon removal of the port, the catheter was allegedly found to be cracked. Upon inspection, the device was found to have a leak. It was further reported that the patient allegedly experienced pain and extravasation. The current status of the patient is unknown.